Manufacturer narrative:
Event date updated to (B)(6) 2024

Event description:
It was reported to philips that there was a poor rhythm analysis. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.